Event description:
Pentax medical was made aware of seven(7) patient cases that occurred in france within the emea region involving pentax medical fiberoptic bronchoscope, model fb-15v, serial number (B)(4). It was reported that the cases of respiratory infection with achromobacter xylosoxidans occurred between (B)(6) 2021 and (B)(6) 2021. One of the cases included a patient death, but was documented as unrelated to the reported endoscope contamination. The endoscope was sequestered and sent for evaluation to supplier (pentax) after it was determined the contamination of the endoscope by the same germ. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the first analysis of the causes and observations on the device sent by the establishment: as per the results of microbiological tests, which were initiated by the hospital and have been carried out on (B)(6) 2021 and (B)(6) 2021 (B)(6) 2021 pathogens have been detected at the device (pentax fiber bronchoscope fb-15v). Since a very long time did elapse between the date of occurrence ((B)(6) 2021 and the date when pentax was informed ((B)(6) 2022), we are unable to conclude whether our device (fb-15v) may have contributed to the bacterial infection that was observed in october 2021. An inspection carried out at our service facilities at pentax france on 02-feb-2022 revealed the device of concern was not in operational condition at all; it is damaged and does require a mandatory repair. The damages are listed below: crushed segment, wrinkled insertion tube, striped insertion tube, multiple point cfb image fiber (i.e. Damaged fiber optics), pleated bonding tube. As per the instructions for use, the device must be checked prior to use whether it is fully operational. If the users would have carried out these checks, they could have detected the device of concern was not in operational condition. In so far we consider this as "abnormal use", i.e. A violation of the instructions for use. Nevertheless, the damages observed during our inspection do not allow a conclusion whether the device of concern may have contributed to the bacterial contamination or not. Instead the results of the microbiological assessment from (B)(6) 2021 and (B)(6) 2021indicate the reprocessing at the hospital was insufficiently performed. If additional information becomes available, a supplemental report will be filed with the new information. The following importer numbers will address the six(6) patient cases associated with pentax medical fiberoptic bronchoscope, model fb-15v, serial number (B)(4) that occurred between (B)(6) 2021 and (B)(6) 2021. Importer MDR 2518897-2022-00197, importer MDR 2518897-2022-00198, importer MDR 2518897-2022-00199, importer MDR 2518897-2022-00200, importer MDR 2518897-2022-00202.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting component code changed from 4761 access port to 4755 part/component/sub-assembly term not applicable evaluation summary: the first analysis of the causes and observations on the device sent by the establishment: as per the results of microbiological tests, which were initiated by the hospital and have been carried out on (B)(6) 2021, pathogens have been detected at the device (pentax fiber bronchoscope fb-15v). Since a very long time did elapse between the date of occurrence ( (B)(6) 2021) and the date when pentax was informed (31-jan-2022), we are unable to conclude whether our device (fb-15v) may have contributed to the bacterial infection that was observed in october 2021. An inspection carried out at our service facilities at pentax france on 02-feb-2022 revealed the device of concern was not in operational condition at all; it is damaged and does require a mandatory repair. The damages are listed below: crushed segment, wrinkled insertion tube, striped insertion tube, multiple point cfb image fiber (i.e. Damaged fiber optics), pleated bonding tube. As per the instructions for use, the device must be checked prior to use whether it is fully operational. If the users would have carried out these checks, they could have detected the device of concern was not in operational condition. In so far we consider this as "abnormal use", i.e. A violation of the instructions for use. Nevertheless, the damages observed during our inspection do not allow a conclusion whether the device of concern may have contributed to the bacterial contamination or not. Instead the results of the microbiological assessment from (B)(6) 2021 indicate the reprocessing at the hospital was insufficiently performed. Additionally, it came to our knowledge there was ongoing construction at the hospital which may have had an impact on hygiene and hygiene related processes as well. Independent from this, an additional microbiological assessment initiated by pentax france on 02-feb-2022 with no pathogens having been detected. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. The following importer numbers will address the six(6) patient cases associated with pentax medical fiberoptic bronchoscope, model fb-15v, serial number (B)(6) that occurred in (B)(6) 2021. Importer MDR 2518897-2022-00197, importer MDR 2518897-2022-00198, importer MDR 2518897-2022-00199, importer MDR 2518897-2022-00200, importer MDR 2518897-2022-00201, importer MDR 2518897-2022-00202.

Event description:
Refer to h10.